Manufacturer narrative:
The pump was received with no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The excessive no delivery alarms and perform prime/a33, the excessive no delivery and displacement test, were all unable to be verified due to no esc and act button response. The pump was received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error, and multiple no delivery alarms on their insulin pump. The customer's blood glucose at the time was over 200mg/dl. The customer states the buttons are worn out. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.